Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed a manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change the set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to a new reservoir with the current set. The customer was advised to rewind pump , place reservoir in pump and run manual prime to at least 5.0 units. The customer was advised that changing the reservoir resolved the issue. The customer will return the reservoir for analysis and we will reimburse.